Event description:
Discrepant elevated ca 19-9 results were obtained on a patient sample (relative to results on an alternate methodology). The patient results were reported to the physician who questioned the results. The sample was repeated on alternate instrument systems and lower results were obtained in line with physician expectations. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant elevated ca 19-9 results. There was no report of adverse health consequences as a result of the discrepant elevated ca 19-9 results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant elevated ca 19-9 results (relative to lower results on alternate methodologies) is unknown. The patient's sample are showing elevated results on the vista only. While the rise and fall of the analyte recovery does not indicate a heterophilic interference, interference from heterophilic antibodies, therapeutic agents associated with treatments of malignancy, or other patient specific issues cannot be rule out. The root cause of the bias is unknown. The instructions for use for the loci® ca 19-9 flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instructions for use also states: warning: the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the ca 19-9 assay used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining ca 19-9 levels serially is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored. The dimension vista® system loci ca 19-9 assay is based on the 1116-ns-19-9 antibody available through agreement with (B)(4). Assays using antibodies other than 1116-ns-19-9 may give different results. Patients must possess the ability to express the lewis blood group antigen or they will be unable to produce the ca 19-9 antigen even in the presence of malignancy. A patient with a positive genotype for the lewis antigen may produce varying levels of ca 19-9. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals." The instrument is performing within specifications. No further evaluation of the device is required.